Manufacturer narrative:
Zoll medical singapore evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including final testing and o2 supply testing without duplicating the report. The device was recertified and returned to the customer. The device logs were not available for review. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device stopped ventilating and displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.